Event description:
During preventative maintenance, a flo-gard infusion pump was found with failure 94; this condition had the potential to interrupt delivery. This condition was found upon power up in direct current power. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damage main battery. To correct the condition, the main battery was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available.